Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 19 of the patient's mouth. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patientpresented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, abscess and fistula. No further patient complications were reported.